Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a device implant procedure. Patient was closed and removed from the room. The remaining procedures that were impacted during the total downtime were all electrophysiology (ep) procedures, and they were unable to be performed in other rooms as the customer had only one ep space. Patient care was delayed until the room came back up a few weeks later. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Review of the system log files showed unexpected logging stop. It was observed that the power-on circuitry of the system has failed. To resolve the issue, fse replaced the power distribution unit (pdu) fan tray and direct current power supply (dcps). The defective part was returned to philips for failure analysis; the cause of the failure was identified as a 24v power supply defect. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.